Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-06-24. H6: investigation summary one complaint of mixed material on model 8100-032 with several lot numbers (20124116, 21018299, 21018500, 21018501 & 21018824) was reported by customer. 7 samples were received at bd tijuana site for evaluation. Initially, the customer reported the problem as if it were a dimensional problem (out of specification), however, once the information was received by the tijuana team, it was confirmed that it was not a dimensional problem, but a product mixture issue. To determine a potential root cause for the failure mode reported and working with the mft and an extended team from different areas, a gemba walk was carried out in the molding area and in the automation area, where both processes were reviewed, from the output of the raw material, how the material is identified and where it is placed (in the molding area), to the reception and handling of the raw material in the automation area, and the different stages of the assembly process of the component p/n: 8100-032. During the gemba walk in the production line, no new personnel were found or in the training process, so it could be ruled out that the problem was caused due to lack of training or because the operators were in the training process. During the gemba walk, potential areas were identified where material from other models could remain, lagging behind the belts that transport the material to the assembly machine. Parts not corresponding to the model in process were also identified. These parts were found under the conveyor belt located at the end of the subassembly process p/n: 8100-032. This can be considered as an opportunity of improvement during the line clearance. Based on the previous information, it can be considered that not performing a line clearance according to the procedure "mfg-040 mfg, line clear procedure, tahiti-10000004846, current version", can contribute to a mixture of material, and therefore, it can be considered as a potential cause of the reported problem. As part of the investigation, the automation team reviewed the production schedule involving batches of model p/n: 8100-032, where the customer reported the material mixing issue. Of the batches reported by the customer fresenius, the following were identified according to the production schedule: in all cases, it was identified that the batch prior to the one reported with complaint p/n: 8100-032, was a 620-00012 model, which used the bottom p/n: tc10008258 reported by fresenius. Considering that mixed nac bottom p/n: tc10008258 (incorrect) is used in model p/n: 620-00012, and in all lots of model p/n: 8100-032 that reported a mixture of nac bottom, previously the model p/n: 620-00012 was manufactured, and it was confirmed that the mixture of the nac bottom corresponded to the component p/n: tc10008258 (incorrect), it can be concluded that the constant changes of the model could be considered as a potential cause of the mixing problem of material. Subassembly p/n: 8100-032 is comprised of several components. Using the bill of materials (bom) it is possible to determine the part numbers that component to the subassembly p/n: 8100-032. The problem reported by the customer is in the nac bottom component p/n: tc10008540. Based on the previous information and making use of the transaction ¿zc11¿ in sap, it was possible to determine which were the batches of raw material of the nac bottom component p/n: tc10008540 that were used in the construction of the 5 batches that the customer reported as mixture. Based on the previous information, it can be concluded that all the batches of the nac bottom p/n: tc10008540 component were molded at the bd tijuana plant. As part of the controls that exist within the bd tijuana plant, once the material is molded, different tests are carried out (visual and dimensional). According to the assembly drawing "nac bottom 0.160 tubing dwg, tahiti-20000020868, version 01", the dimension ø0.160 ± 0.002 (inches) is part of the critical dimensions of the component, therefore, a sampling was performed by each cavity, by the quality technicians of the molding area. According to the results obtained by the quality technicians, the material was released when meeting the specifications. The results can be consulted in the dhrs of the lots involved. Based on this information, it can be ruled out that the involved lots of the nac bottom p/n: tc10008540 component were out of specification. Additionally, as mentioned at the beginning, the qn 200318322 was generated due to a mixing problem, this occurred in the automation area. Reviewing the dhrs of the lots affected in this complaint (lot numbers: 20124116, 21018299, 21018500, 21018501, 21018824), it can be confirmed that the material of those lots was inspected by the quality team according to ¿pcp0019 generic for maximus products, tahiti-10000134466¸version 45¿ in applicable tests. These batches were later released by the quality team. For more information on the results, consult DHR. Based on the previous information, it can be ruled out that routine inspection tests have not been performed according to pcp0019, current version, and therefore, it is concluded that this situation is not related to the cause of the problem reported by the customer. Machine nests do not detect model difference during the review of the process, it was found that the nests used by the machine can detect when by mistake a nac bottom is used with a dimension larger than the one in process, the machine stops. However, it is not able to detect when by mistake a nac bottom with a dimension smaller than the one in process is used. However, this could be considered a control that exists, but not a potential cause of the issue reported by customer. As previously mentioned, during the in-process review, parts were found that did not correspond to the in-process model, so an incorrect cleaning of the hopper and rails can represent a great risk of material mixing, therefore, this can be considered as a potential cause of the reported problem. During the gemba walk, unidentified bags were identified in the molding area corresponding to the nac bottom p/n: tc10008540 . However, the molding team explains that the material is placed in small bags because they are segregated by cavity, so in case there is a problem with a specific cavity, it is easier to contain the problem. Additionally, these small bags are later placed inside a bigger bag, which is identified by model and batch, so it is considered unlikely that the problem in the complaint is due to this cause. During the gemba walk, the racks used to place both the nac bottom p/n: tc10008540 component and the p/n: 8100-032 subassembly were reviewed. In the case of the nac bottom p/n: tc10008540 component, once it is molded and transported to the automation area, the rack used must only contain material in process, in this case, nac bottom p/n: tc10008540, such as is specified in the procedure "mfg040, tahiti-10000004846, section 7.1, subsection h". It is not allowed to combine different part numbers in the same rack, however, it was found that in some cases, during the production process of the subassembly p/n: 620-00012 (which uses the nac bottom component p/n: tc10008258), material is already present for the subassembly p/n: 8100-032 (nac bottom p/n: tc10008540), which can be considered as an incorrect practice . Based on the previous information, placing material with a different part number than the material in process, if it represents a high probability of material mixing, therefore, it can be considered as a potential cause for the issue reported by customer.

Event description:
It was reported that assembly nac-y site (0.160 tubing) OEM dimensions are out of specification. This occurred on 33 occasions. The following information was provided by the initial reporter: it was reported by the customer that the dimensions are out of specifications. Verbatim: during the incoming inspection this week, we found that c30727 was unqualified in the plug gauge inspection. We use 3d image measuring instrument to measure the unqualified products again. The measurement results show that the dimension has out of specification. This unqualified product will cause the subsequent tube to loose after assembly, which will bring safety risk to the user.

Event description:
It was reported that assembly nac-y site (0.160 tubing) OEM dimensions are out of specification. This occurred on 33 occasions. The following information was provided by the initial reporter: it was reported by the customer that the dimensions are out of specifications. Verbatim: during the incoming inspection this week, we found that (B)(6) was unqualified in the plug gauge inspection. We use 3d image measuring instrument to measure the unqualified products again. The measurement results show that the dimension has out of specification. This unqualified product will cause the subsequent tube to loose after assembly, which will bring safety risk to the user.

Manufacturer narrative:
MDR 9616066-2021-51346 was filed in error. This product is considered an unfinished medical device (a sub-assembly.) This complaint is not MDR reportable. There was no report of serious injury, medical intervention, or reportable device malfunction.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 20124116. Medical device expiration date: na. Device manufacture date: 2020-12-17. Medical device lot #: 21018299. Medical device expiration date: na. Device manufacture date: 2021-01-07. Medical device lot #: 21018500. Medical device expiration date: na. Device manufacture date: 2021-01-08. Medical device lot #: 21018501. Medical device expiration date: na. Device manufacture date: 2021-01-08. Medical device lot #: 21018824. Medical device expiration date: na. Device manufacture date: 2021-01-14. Initial reporter phone#: (B)(6). Initial reporter fax#: (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that assembly nac-y site (0.160 tubing) OEM dimensions are out of specification. This occurred on 33 occasions. The following information was provided by the initial reporter: it was reported by the customer that the dimensions are out of specifications. Verbatim: during the incoming inspection this week, we found that c30727 was unqualified in the plug gauge inspection. We use 3d image measuring instrument to measure the unqualified products again. The measurement results show that the dimension has out of specification. This unqualified product will cause the subsequent tube to loose after assembly, which will bring safety risk to the user.